Manufacturer narrative:
Unit is not being returned for evaluation. An inspection is set for may 2 and 3 at the dycora facility. A follow-up report will be sent following completion of the inspection.

Event description:
On (B)(6) 2017, there was a fire in a patient's room at dycora, which ultimately led to the unfortunate passing of the patient. A newlife elite oxygen concentrator, serial (B)(4) was located in the patient's room.

Manufacturer narrative:
(B)(6) consulting group went onsite to evaluate the device. The following is their conclusion: the subject oxygen concentrator sustained minimal damage from direct fire attack. During the joint laboratory inspection, the oxygen concentrator was powered up and the electrical components functioned normally. A small area of melt damage was found on one of the male plug blades for the concentrator. The event was consistent with a conductive foreign object coming into contact with the plug blade while the plug blade was partially inserted into the wall outlet. A metal pull chain was recovered from the area of origin where the oxygen concentrator plug was located. The pull chain had sustained possible electrical damage. It is possible the chain came into contact with the partially inserted plug blade for the oxygen concentrator.